Event description:
The hospital bio med department reported to a steris service technician, that an employee received a chemical burn to the back of her hand in 2008. According to the bio med department, a steris system 1 sterilizer experienced a power failure after a cycle was started. The operator opened the system 1 lid and attempted to remove the unused steris 20 sterilant concentrate (s20) cup, which contains 35% peracetic acid. In the process of removing the s20 container, the operator splashed sterilant onto the back of her hand. She was not wearing any personal protective equipment (ppe) at the time of the incident. Instead of rinsing the affected area with water as directed in the steris labeling, the operator used rubbing alcohol to rinse the affected area of her hand. The hospital bio med department serviced the unit post-incident, and there have been no further power failure issues with the device since the incident.

Manufacturer narrative:
Despite steris's inquiries, the facility has not provided additional info about the alleged incident, including any details about the level, extent, and/or seriousness of the reported injury. The operator did not follow the instructions contained in steris's operator manual and in-service training, which direct that proper ppe must be worn when handling open or unused containers of s20. Furthermore, the operator failed to follow the s20 product labeling (as well as the operator manual and training instructions), which clearly state that if s20 comes into contact with the skin, one should rinse the skin immediately with large amounts of water and seek medical attention. Steris will continue to work with this hosp to assure that its system 1 users understand the proper methods for safe handling of s20.